Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a.

Event description:
It is reported that the incorrect lcck configuration was sent to the treatment center. The kit did not contain all of the components required for use and the procedure could not be completed using the kit. A one hour delay in procedure is reported due to the surgeon being required to borrow another kit from unit. Surgery was completed using a competitor kit. There was no reported harm or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR was reviewed and no discrepancies were found. Follow up email identified mistake occurred before kit shipped to the destination and somehow an old lcck configuration kit had been added to a new lcck kit configuration. Root cause could be determined as distributer error as inspection should be conducted prior sending the kit to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.